Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call fluctuating blood glucose levels and issues with the insulin pump. Customer's blood glucose level went as low as 53 mg/dl and as high as 308 mg/dl. Customer treated their low blood glucose with food. Customer advised the paramedics arrived due to customer's low blood glucose levels. Customer advised they experienced seizures however their blood glucose went up eventually which resulted in the paramedics leaving. Troubleshooting on the device was performed. Customer advised the drive support cap was normal. Customer was advised to follow up with their healthcare provider regarding their low blood glucose levels. Customer was advised to monitor the insulin pump and call back if issues persist.